Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient commented that every so often when they are walking their dog and they have had their stimulation on pretty high for quite a while, the stimulation will turn off and they will have to hit the up button to turn it back on. Patient stated this has been ongoing for years and their nurse, said they had built that into the system to be recurring. Agent reviewed programming styles, including cycling, and redirected to hcp to further address, if needed.

Manufacturer narrative:
B3 event date is unknown, see b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.